Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury") and was found to have uterine leiomyoma ("other injuries/symptoms: uterine fibroid"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menorrhagia and anaemia had resolved and the psychological trauma and uterine leiomyoma outcome was unknown. The reporter considered anaemia, dysmenorrhoea, menorrhagia, psychological trauma and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for , dysmenorrhea (cramping), anemia, menorrhagia (heavy menstrual bleeding), psych injury, uterine fibroid. Discrepancy noted date of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test: other, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added, dysmenorrhea (cramping), anemia, menorrhagia (heavy menstrual bleeding), psych injury, uterine fibroid, event outcome added dysmenorrhea (cramping), anemia, menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia ("anemia"), depression ("psych injury: depression"), genital haemorrhage ("abnormal bleeding (general)"), fatigue ("fatigue"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain / cramping") and was found to have uterine leiomyoma ("other injuries/symptoms : uterine fibroid"). The patient was treated with aciclovir, aciclovir sodium (acyclovir abbott vial), betamethasone, betamethasone dipropionate (diprolene af), cefalexin (cephalexin amel), cefalexin monohydrate (keflex), eszopiclone (lunesta), ethinylestradiol;levonorgestrel (triphasil), ethinylestradiol;norethisterone acetate (microgestin), hydrocodone, drospirenone + ethinylestradiol (yasmin), drospirenone + ethinylestradiol (yaz) and surgery (hysterectomy (partial) (robotic hysterectomy, conserve) salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menorrhagia, anaemia, vaginal haemorrhage and abdominal pain had resolved and the depression, uterine leiomyoma, genital haemorrhage, fatigue and pelvic pain outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for , dysmenorrhea (cramping), anemia, menorrhagia (heavy menstrual bleeding), psych injury, uterine fibroid. Discrepancy noted date of insertion: (B)(6) 2014, (B)(6) 2014. Discrepancy noted regarding essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test : other, bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: no fibroids or polyps, just a thickened endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received. Reporter's information added. No new significant change made in medical context of case. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding") and vaginal hemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain / cramping"), genital hemorrhage ("abnormal bleeding (general"), iron deficiency anemia ("anemia"), fatigue ("fatigue") and depression ("depression") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with aciclovir, aciclovir sodium (acyclovir abbott vial), betamethasone, betamethasone dipropionate (diprolene af), cefalexin (cephalexin amel), cefalexin monohydrate (keflex), eszopiclone (lunesta), ethinylestradiol;levonorgestrel (triphasil), ethinylestradiol;norethisterone acetate (microgestin), hydrocodone, drospirenone + ethinylestradiol (yasmin), drospirenone + ethinylestradiol (yaz) and surgery (hysterectomy (partial) (robotic hysterectomy) salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, abdominal pain, menorrhagia, vaginal hemorrhage and iron deficiency anaemia had resolved and the pelvic pain, genital hemorrhage, uterine leiomyoma, fatigue and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, fatigue, genital hemorrhage, iron deficiency anemia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for , dysmenorrhea (cramping), anemia, menorrhagia (heavy menstrual bleeding), psych injury, uterine fibroid. Discrepancy noted date of insertion: (B)(6) 2014. Discrepancy noted regarding essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test : other, bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: no fibroids or polyps, just a thickened endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, fibroids. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia from march 2014 to january 2015. On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia ("anemia"), depression ("psych injury: depression"), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain / cramping") and was found to have uterine leiomyoma ("other injuries/symptoms : uterine fibroid"). The patient was treated with aciclovir, aciclovir sodium (acyclovir abbott vial), betamethasone, betamethasone dipropionate (diprolene af), cefalexin (cephalexin amel), cefalexin monohydrate (keflex), eszopiclone (lunesta), ethinylestradiol;levonorgestrel (triphasil), ethinylestradiol;norethisterone acetate (microgestin), hydrocodone, drospirenone + ethinylestradiol (yasmin), drospirenone + ethinylestradiol (yaz) and surgery (hysterectomy (partial) (robotic hysterectomy, conserve) salpingectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menorrhagia, anaemia, vaginal haemorrhage and abdominal pain had resolved and the depression, uterine leiomyoma, genital haemorrhage, fatigue and pelvic pain outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for , dysmenorrhea (cramping), anemia, menorrhagia (heavy menstrual bleeding), psych injury, uterine fibroid. Discrepancy noted date of insertion: on (B)(6) 2014. Discrepancy noted regarding essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test : other, bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: no fibroids or polyps, just a thickened endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events abnormal bleeding (general), fatigue, abnormal vaginal bleeding, pelvic pain female, abdominal pain / cramping was added. Event psych injury was updated as depression. Medical history, reporter, lab data and treatment drug was added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.